Manufacturer narrative:
Result: incorrect footboard had been placed on the bed.

Event description:
It was reported by service report that the scale did not work. It is unk if there was pt involvement or if there were adverse consequences to report.